Event description:
A discordant, falsely high sodium (na) result for one patient was generated on the advia 1200 instrument. This result was not reported to the physician. Testing was repeated on the same instrument using the same sample and a lower na result was generated. There are no known reports of adverse health consequences due to the false high na result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument and data. After evaluating the instrument and data, the cause of the discordant, falsely high na result was due to an unstable na electrode. The fse replaced the na electrode with a new na electrode. The instrument is operational and performing within specification. No further evaluation of the device is required.